Event description:
It was reported that a device component detached. An 8f flexima catheter was selected for use. During the procedure, difficulty was encountered loading the device over the guidewire. The pigtail curl detached from the tip preventing anchoring of the device. A new device was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that a device component detached. An 8f flexima catheter was selected for use. During the procedure, difficulty was encountered loading the device over the guidewire. The pigtail curl detached from the tip preventing anchoring of the device. A new device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the flexima device was returned for analysis. There were no defects were noted with the catheter and it was in good condition. The metal cannula was in good condition. The suture string was received detached/separated at the proximal section. The metal cannula was inserted through the catheter and no resistance was felt.